Manufacturer narrative:
Date of death - estimated and documented in this report as (B)(6) 2020 as the article was published in april 2020. Date of event - estimated and documented in this report as (B)(6) 2020 as the article was published in april 2020. Literature citation: alkhouli, m., chaker, z., alqahtani, f., raslan, s., & raybuck, b. (2020). Outcomes of routine intracardiac echocardiography to guide left atrial appendage occlusion. Jacc clin electrophysiol, 6(4), 393-400. Doi:10.1016/j.jacep.2019.11.014.

Event description:
It was reported via literature that a death occurred. Left atrial appendage closure (laac) procedures were performed with a watchman laa closure device for 302 patients were monitored in this study between june 2016 and april 2019. A total of 16 patients were excluded who underwent a concomitant intervention, and of the 286 remaining patients, 196 were in the transesophageal echocardiography (tee) group and 90 were in the intracardiac echocardiography (ice) group. Dexmedetomidine hydrochloride was used in the first 5 patients, but all subsequent patients underwent conservative moderate sedation with midazolam fentanyl only. Two separate venous accesses were obtained in the right femoral vein with 16-f 30-cm and 10-f 45- cm sheaths to accommodate the watchman delivery system and the ice catheter, respectively. Partial anticoagulation was administered before transseptal puncture (tsp), and additional anticoagulation was given after left atrial appendage (laa) pressure measurement. An ice positioned in the mid right atrium with posterior tilt guided the tsp. The watchman access system (was) was then used to dilate the transseptal access (2 passes) and then retracted back to the inferior vena cava with the non-boston scientific (bsc) wire remaining in the left atrium (la). The ice catheter was then tracked alongside the wire into the la via the same tsp site. The was advanced back to the la and steered to the laa over a pigtail catheter. Release criteria was assessed with the ice probe in the mid la and mitral valve inflow views in all patients. The reminder of the procedure was performed in a similar fashion to the tee-guided laao procedure. Major procedure-related events occurred in 3 (3.3%) and 8 (4.1%) patients in the ice and tee groups, respectively. None were deemed directly related to the imaging modality used. One embolization of the closure device occurred in the tee group during an attempt to recapture a device that was too proximal. A root cause analysis concluded that the embolization was due to a loose connection. The patient who experienced the closure device embolization underwent explanation of the embolized device and surgical ligation of the laa. One death occurred in the tee group due to refractory ventricular tachycardia during planned dialysis 1 day post procedure. The imaging in the patient who experienced the death did not reveal embolization or pericardial effusion. One patient had a nondisabling stroke on day 2 in the ice group. The ice group also saw one patient experience a pericardial effusion and one patient experience a major vascular complication. The tee group saw 4 patients experience a pericardial effusion and 2 patients experience a major vascular complication.